Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be implanted. When the lead was withdrawn, blood was noted under the lumen of the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: the reported event of unable to implant due to blood located at the proximal end of the inner conductor of the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found blood within the connector region. The cause of the reported event was isolated to blood in the connector region which is consistent with implant procedures.

Event description:
Additional information was received indicating that the insertion difficulties with the right ventricular (rv) lead during the implant procedure were related to difficult patient anatomy.